Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, they noticed dark blood in oxygenator. *there was an approximately 300-400cc of blood loss *product was changed out *procedure completed successfully with unknown minutes of delay.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 1, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h4 (device manufacture date) h6 (identification of evaluation codes 3331, 4114, 3215, 4315) the affected sample was not returned for evaluation; therefore, a thorough investigation could not be conducted. The manufacturing and shipping records of the actual sample was found to have no anomaly. Without the returned sample, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.